Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the charged coupled device unit (r-unit) was broken causing no image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the rigid video laparoscope to the service center for evaluation related to a separate issue. During testing, the service technician identified the device had broken charged coupled device (r-unit) and no image was displayed. There was no patient involvement.